Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown; however, the patient mentioned that he had been having frequent high blood glucose and low blood glucose events. The customer woke up to the anomaly and when he changed the batteries the display remained blank. Troubleshooting was initiated and the customer confirmed that the device was not dropped, bumped, or exposed to moisture. The call dropped as the customer was instructed to inspect the battery and battery compartment; the customer was called back but he did not answer and no message could be left since voicemail was not set up. No products were returned or replaced.